Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of additional maude event report mw5070392. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent an open inguinal hernia repair procedure on (B)(6)2012 and the mesh was implanted. Within twenty four hours, the patient was hospitalized with infection. It was also reported by the patient that after that, her health declined. It was reported that the patient is experiencing constant pain, autoimmune problems, sex issues, and vein issues in the groin area. The patient is trying to find a doctor who will remove the mesh. Additional information has been requested.